Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation was not working and the eye collapsed on 2 pts during 2 separate procedures. The procedures were completed. There was no pt harm.